Manufacturer narrative:
Patient information refused by site. A manufacturer representative went to the site to test the equipment. It was reported that the reported issue could not be replicated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Clarification from the clinical specialist and the site revealed that the most likely cause/probable cause was that the back button was touched on the patient reference frame when trying to verify the straight suction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that before a fess case, after loading the patient exam, the system unexpectedly booted down. The site was able to restart the system and used the system to complete the case with navigation. There was no delay to the procedure. There was no reported impact on patient outcome. Clarification from the clinical specialist was received stating that the initial complaint made it seem like the system powered down, but after talking to the site, it actually backed out to the registration screen from normal ent navigation functions, all they did was move forward in the software.